Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting alleging an inaccurate delivery issue. The reporter stated that the patient had a blood glucose (bg) of 3.1mmol/l with unsteadiness when standing and/or walking. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) reviewed the pump and all basal and bolus programs were correct. The time and date were set accurately. The reporter stated that the bolus and basal settings were adjusted. This report is being made due to the hypoglycemic event the patient experienced due to an alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.